Event description:
When removing a terumo surflo IV catheter upon IV discontinuance, the catheter broke during withdrawal and the tip was retained inside the vein. The pt had to have emergency surgery to remove the catheter to prevent migration to the heart which could have caused death or permanent impairment. Our investigation revealed a prior recall on these catheters in 2015 which would have terminated in 2017. The details of that recall stated that the product was being removed because of possible "damage to the catheter which may allow the catheter to break during withdrawal." While the original packaging was not retained as the IV infusion had occurred two days earlier, we were able to identify identical products from stock to confirm that the lot number did not match that of any previously recalled catheters. The previous FDA recall number is z-1898-2017 and ID is (B)(4). We believe this to be a MFR defect as our investigation concluded that the IV was placed under guided ultrasound by an experienced physician without difficulty and the IV site was maintained by qualified nurses who reported that there were no issues with the IV or catheter prior to its removal. Unfortunately, the hub of the catheter was inadvertently discarded, but the long tip of the catheter which was removed in surgery is being stored in our pathology dept in case it is needed for any f/u purposes. FDA safety report ID# (B)(4).